Event description:
It was reported that needle ns 18ga 1-1/2in sb tw had foreign matter. This was discovered before use. The following information was provided by the initial reporter: we have come across a needle with hair traces, as you might imagine this is a matter of extreme importance to us. Syringe has already been destroyed due to that contamination.

Manufacturer narrative:
H.6. Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Picture provided shows a hair on shield, external side of needle. We could confirm the reported issue. The hair was lost by the operator during the assembly process. The hair was lost probably due to a failure to perform any practice of gmp, or neglect. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 18ga 1-1/2in sb tw had foreign matter. This was discovered before use. The following information was provided by the initial reporter: we have come across a needle with hair traces, as you might imagine this is a matter of extreme importance to us. Syringe has already been destroyed due to that contamination.